Event description:
Nurse was using an alaris medley infusion device to administer a heparin drip. She was not using guardrail technology at the time. She ended up administering 200cc of a heparin drip in a 15 minute timeframe instead of 8cc/hr which was what was ordered.